Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range pacing impedance measurement during a change out procedure. The rv impedance measurement with the old device was at 1550 to 1640 ohms. The connections were checked prior to pocket closure and were all secure. The plan of action was to continue monitoring the patient. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.